Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2017, it was reported that the patient's pump was not functioning. The patient's pump was scheduled to be replaced on (B)(6) 2017. However, there was no managing physician as the patient's healthcare provider (hcp) had dismissed them. It was unknown if the pump was due to be replaced for battery depletion, however the pump had been non-functional for over a year. No symptoms were reported. No further complications were reported.